Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The submitted log files appeared to capture the device functioning as intended at or above the low speed limit. No atypical alarms or events were noted. The hm3 lvas IFU lists stroke, localized, driveline, and pump pocket or pseudo pocket infection, as adverse events and neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides details regarding the recommended anticoagulation therapy and inr range. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 months, 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was noted to not be following commands or speaking. The patient was examined to be alert, but not following commands with generalized weakness or non-focial motor and sensory symptom. Head CT showed cortical left frontal/right inferior frontal subarachnoid hemorrhage (sah). The lab revealed persisting sepsis, increased pro-calcitonin, supra-therapeutic inr, and persisting renal functions. The blood cultures revealed that the patient had pseudomonas aeruginosa cro. The patient had cortical sah with differential diagnosis of infectious origin - rupture of infectious aneurysm and infective endocarditis. There were less concerns for venous thrombosis from supratherapeutic inr, vascular malformation, meningitis, moyamoya, and pres patterns. There was a high likelihood of frontal lobe seizures, and mutism presentation at the background of sah trigger. Before the stroke code was called, the patient was doing well and was decannulated. The patient had been on hemodialysis and was looking for placement. The manufacturer's technical service representative reviewed the log file and observed no unusual events.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2019 due to stroke.